Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump alarmed failed self-test. The customer¿s blood glucose level was 7.0 mmol/l at the time of the incident. Troubleshooting was performed. Self test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.